Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported to the manufacturer by the patient's contact lens fitting and prescribing physician, as reported to them by the patient. It was reported that the patient experienced symptoms of progressive discomfort, gritty or foreign body sensation, redness, and discharge, and sought medical treatment on (B)(6) 2024, where they allege to have been diagnosed with a corneal ulcer and believe it may be related to the use of a damaged (torn) lens. On examination at the university hospital accident and emergency center, the patient was seen for contact lens removal and was treated with unspecified antibiotic and antiseptic eye drops, saline lavage, and vitamin a ointment. It is reported that the patient did not experience any temporary or permanent loss or reduction in visual acuity and no impact to the eye function or structure. While the event did not result in any permanent injury or impairment, this event is being reported in an abundance of caution as it is unknown if the medical intervention, including medication, was required to prevent or preclude permanent impairment or injury. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
Manufacturers investigation of the returned device and manufacturing records found no failures or nonconformances and no trends were identified. No root cause could be established, the relationship between the coopervision device and the incident is unconfirmed. Device sample returned for analysis on 27 august 2024 and investigation completed on 28 august 2024.